Manufacturer narrative:
The screws were discarded at the hospital. Photographs were not provided. A review of the device history records could not be performed as the identifying part and lot number were not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that screws became loose after a patient had fallen. Revision surgery occurred to remove the screws.